Event description:
It was reported by the customer that "port needle line cracking." No other information provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) of asgsfc059 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that "port needle line cracking." No other information provided. Additional information received 12/22/2022: it was reported bd sales rep observed cracking in the luer hub on the powerlox max infusion set where it connects to the needleless injection cap.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that "port needle line cracking." Additional information received 12/22/2022: it was reported bd sales rep observed cracking in the luer hub on the powerlox max infusion set where it connects to the needleless injection cap.